Event description:
A (B)(6) male pt contacted his lifecor territory manager (tm) to report that one of his battery packs was leaking something, and he was having trouble with his battery charger. Support contacted the pt, and he reported that one of his battery packs would not power up the monitor. He also reported that it was leaking something and that there seemed to be liquid in the battery charger. Support sent the pt a replacement battery pack and battery charger.

Manufacturer narrative:
Device manufacture date battery pack (B)(4) - 10/2007; battery charger (B)(4) - 05/2006. Device eval summary: device evaluations pack (B)(4) and battery charger (B)(4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with that battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was scrapped. Battery pack (B)(4) was full of water. The pt may have dropped this battery pack in water. The battery pack was scrapped. No adverse event resulted from the damaged charger or battery pack. The pt received replacement charger and battery pack.